Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The anesthesia control board was replaced. (B)(4).

Event description:
The hospital reported that, during a case, the unit had a failure affecting mechanical ventilation. The anesthesia machine was replaced. There was no reported patient injury,